Event description:
On (B)(4) 2013, the reporter contacted lifescan USA alleging that she received a message on the subject meter stating to call customer service. The reporter did not recall the entire meter message. This complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.